Event description:
Thermacor 1200 rapid infuser being used during trauma. Device properly set up for use. Would not infuse once connected to patient - continued to provide error message "error on patient side". The pump was connected to large bore peripheral line, which was unclamped and functional. Troubleshooting attempts by multiple staff proved unsuccessful. When disconnected from patient, machine would run without difficulty. Changed vascular access site and moved infuser to a newly placed cordis, which provided same error message. Administration initiated via alternate mechanism. Upon transferring pt to a different care area, a different thermacor machine was connected to line and infusion started. However, after an extended time, this machine began to leak blood from the cartridge. Administration continued via alternate mechanism. These incidents resulted in blood administration delays to a pt in hypovolemic shock. Vendor came on-site after this most recent incident and two devices failed and vendor unable to troubleshoot failure. FDA safety report ID#: (B)(4).